Manufacturer narrative:
The pump had unresponsive buttons due to flattened act button dome switch. There was no unlocked lcd keypad connector noted. The pump was unable to perform operating currents, self-test, unexpected restart test, rewind test, basic occlusion test, occlusion test, and prime, excessive no delivery and display test due to unresponsive buttons. The pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corners. The pump had battery cap properly and no anomaly noted. The drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had loose drive support cap and the act button was split. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.